Manufacturer narrative:
Initial reporter telephone number is: (B)(6). Siemens has initiated a detailed technical investigation of the reported events. The root cause is unknown. A supplemental report will be provided upon the completion of the investigation.

Event description:
It was reported to siemens that the customer downloaded three patient plans into the rt application (rt therapist ([rtt]) of their linac system. The user then downloaded and delivered the cone beam computed tomography (cbct) for the first target. With the workflow "edit mode" they modified the fields of target 2. The user did not realize that after saving the changes, the plan order had been changed and plan 2 moved to the top. The user then mistakenly selected the fields on the top for download and delivery. After delivery the user wanted to select the second target and then realized the order had changed. The user closed and reloaded the patient plan again for being able to deliver the second target one more time on the correct position. The user completed target 3 afterwards. All three targets have very similar plans and same dose. Due to the slightly smaller volume of target 1 there was an overdose of ~ 0.3gy which they corrected for the following fractions in the treatment planning system (tps). The behavior of the rtt in this regard has never been changed. Patient mistreatment had occurred and was reported. In the present case the customer mixed up two plans in rtt and transferred wrong field parameters to the system which led to a dose of (0.3gy) to the wrong location. The customer reported that the mistreatment had no further clinical relevance for the patient because both plans had no significantly different volumes/shapes. Although no patient injury occurred during this event, there is the potential of severe injury to a patient if the event were to reoccur. This report is been submitted with an abundance of caution. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens completed the technical investigation of the reported event and complaint system. The detailed technical investigation pointed to a workflow issue. No device malfunction has been identified. The described issue can occur if the user downloads a plan with multiple target volumes as one sequence to the system. Since the order of the target volumes is defined as latest edited first, it may result in the order unintentionally changing after editing one of the later sub-plans. This can contribute to the described issue if the user does not notice the order has changed. Despite the order change, the issue is not considered as a system malfunction. Siemens informed users via a field safety notice (fsn) th001/21/s about this behavior. This field action was reported as a recall activity to the FDA under res# (B)(4). . Siemens is aware of three (3) similar events worldwide. Therefore, siemens has decided to improve the behavior of the system. Siemens plans to roll out a second customer letter and an improved software version to avoid use errors in the future. This recall activity will be reported separately as a field safety correction action once the software solution is completed.